Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis manifested by cloudy pd effluent, low blood pressure and loss of appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, ongoing) and amikacin injection (250mg, intraperitoneal, once daily, ongoing) for peritonitis. The patient was recovering from cloudy pd effluent, low blood pressure and loss of appetite. It was reported that the patient passed away at home. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported that the patient has not recovered from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.